Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. Unable to verify operating currents or off no power or low battery alarm due to motor error alarm. No blank display noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital on (B)(6) 2016. Customer was hospitalized because of high blood glucose and when he was going to be released, he had seizure and they kept him in the hospital. Customer is still in the hospital. Customer was wearing the pump at time of hospitalization. Customer declined to troubleshoot. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer was advised to insert the new aaa alkaline battery and display did not return. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.